Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided and there was no reported assistance required from any third parties. Customer gave correction insulin injection using multiple daily injections, contacted technical support, and with guidance reset pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if problem returned.